Event description:
It was reported that the patient was coming in for a routine device change out. It was reported that noise was seen on the atrial channel as well as shock electrocardiogram. In addition, an increase in shock impedance measurements was reported and the values were recently out of range. A review of the data by technical services (ts) confirmed noise on the right atrial channel likely related to electromagnetic interference. Ts also noted myopotentials on the right atrial and shock channel. Possible lead impairment was discussed by ts. Ts discussed that upon device changeout to consider shock delivery testing to confirm system integrity. At this time the device and leads remain implanted. No adverse patient effects were reported.

Event description:
It was reported that the patient was coming in for a routine device changeout. It was reported that noise was seen on the atrial channel as well as shock electrocardiogram. In addition, an increase in shock impedance measurements was reported and the values were recently out of range. A review of the data by technical services (ts) confirmed noise on the right atrial channel likely related to electromagnetic interference. Ts also noted myopotentials on the right atrial and shock channel. Possible lead impairment was discussed by ts. Ts discussed that upon device changeout to consider shock delivery testing to confirm system integrity. At this time the device and leads remain implanted. No adverse patient effects were reported.